Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one sample. The following data was provided (customer provided normal range: 0 to 14 ng/l): (B)(6) 2023 unknown time was <3 ng/l. (B)(6) 2023 at 12:04 was <3 ng/l. (B)(6) 2023 at 17:52 was <3 ng/l. (B)(6) 2023 at 22:18 was 622 ng/l. (B)(6) 2023 at 12:33 was <3 ng/l. The sample from 22:18 (sid (B)(6)) was repeated and generated a result of <3 ng/l. Additional clarifying information was provided from review of the alinity I instrument logs: (B)(6) 2023 sid (B)(6) (at 17:05) initial result = 1.58 ng/l, repeat = 0.32 ng/l, repeat on another instrument = 1.38 ng/l. (B)(6) 2023 sid (B)(6) (at 1905) initial result = 1.52 ng/l, repeat = 0.1 ng/l, repeat on another instrument = 0.58 ng/l. (B)(6) 2023 sid (B)(6) (at 2309) initial result = 621.68 ng/l, repeat = 0.0 ng/l, repeat on another instrument = 0.25 ng/l. (B)(6) 2023 sid (B)(6) (at 0144) initial result = 1.27 ng/l, repeat = 1.27 ng/l, repeat on another instrument = 0.93 ng/l. The customer performed a lookback of other patient samples (for troubleshooting purposes) and no additional discrepant results were identified. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 55228ud00. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review did not identify any non-conformances or deviations associated with lot number 55228ud00 and the complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 55228ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I for lot number 55228ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one sample. The following data was provided (customer provided normal range: 0 to 14 ng/l): 12dec2023 unknown time was <3 ng/l 12dec2023 at 12:04 was <3 ng/l 12dec2023 at 17:52 was <3 ng/l 12dec2023 at 22:18 was 622 ng/l 13dec2023 at 12:33 was <3 ng/l the sample from 22:18 (sid (B)(6) was repeated and generated a result of <3 ng/l. Additional clarifying information was provided from review of the alinity I instrument logs: (B)(6) 2023 sid (B)(6) (at 17:05) initial result = 1.58 ng/l, repeat = 0.32 ng/l, repeat on another instrument = 1.38 ng/l (B)(6) 2023 sid (B)(6) (at 1905) initial result = 1.52 ng/l, repeat = 0.1 ng/l, repeat on another instrument = 0.58 ng/l (B)(6) 2023 sid (B)(6) (at 2309) initial result = 621.68 ng/l, repeat = 0.0 ng/l, repeat on another instrument = 0.25 ng/l (B)(6) 2023 sid (B)(6) (at 0144) initial result = 1.27 ng/l, repeat = 1.27 ng/l, repeat on another instrument = 0.93 ng/l the customer performed a lookback of other patient samples (for troubleshooting purposes) and no additional discrepant results were identified. No impact to patient management was reported.